Event description:
It was reported that the burr was stuck to the wire and the burr detached. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was blocked at the level of the calcified lesion and could not be removed. Subsequently, the motordrive was removed without the burr and the sheath frayed. The burr was able to be removed as it was crimped onto the guidewire. No further patient complications were reported.